Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A replacement surgery was performed during which the existing device was explanted and replaced with a new aus. The physician believes the cuff may have been too large. There were no further patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A replacement surgery was performed during which the existing device was explanted and replaced with a new aus. The physician believes the cuff may have been too large. There were no further patient complications.

Manufacturer narrative:
Additional information updated to h6 evaluation conclusion code.